Event description:
Restore patch placed on patient 2006. On the 9th day care at uurgent care facility for swelling and redness and started taking augmentin (precautionary for infection) and followed up in the next day with dr. Dr saw patient again 2 days later to pull staples and noticed the restore patch was completely gone....debridement done by the end of the month.